Event description:
It was reported that post a coronary stenting treatment procedure restenosis occurred. A veriflex stent was implanted in the moderately tortuous mid left anterior descending (lad) artery on an unspecified date. At an unspecified time post procedure the patient returned and 90 % in-stent restenosis was discovered. A 3.0mm x 10mm flextome cutting balloon was to be used to treat the restenosed stent. The physician advanced the device to the lesion and successfully inflated the balloon to 6atms. On the second inflation the balloon ruptured at 6atms. The procedure was successfully completed with another of the same device. There were no further complications. Patient status is reported as good.

Manufacturer narrative:
(B) (6). Device evaluated by MFR. As the unit has not been returned, a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).